Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 and had multiple low flow alarms on (B)(6) 2024. Log files were submitted for review and captured the low flow events on 03mar2024 and 04mar2024. The log files additionally captured several low flow flags that did not persist long enough to trigger a low flow alarm, these occurred at times when pulsatility index (pi) was elevated. Mechanical circulatory support (mcs) equipment was operating as intended. It was reported on 14mar2024 that a computed tomography (CT) scan and a transesophageal echocardiogram (tee) were performed and revealed the cause of the low flow alarms to be an extraneous outflow graft obstruction. The speed of the ventricular assist device (vad) was increased to compensate for the obstruction and the low flow alarms resolved. It was noted that the patient was symptomatic 'not feeling well' when presenting for the low flow alarms but was symptomatic for some time before hand. The patient was noted to be undergoing additional evaluation/monitoring in response to recent autonomous gradual change in pump flow. Over time the pump flow had gradually increased to what the physician considered acceptable and appropriate for physiologic conditions and with appropriate responses to speed change maneuvers. Additional log files were submitted for review and captured increased average flow values over 12mar2024 to 20mar2024. There were no low flow events recorded. Mcs equipment was operating as intended.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were submitted for review and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , remains in use. Additionally, review of the submitted log files confirmed low flow alarms, which the account attributed to the extrinsic outflow graft obstruction. The submitted controller event log file contained several transient low flow hazard alarms on (B)(6) 2024. Additionally, the controller periodic log file captured several low flow alarms on (B)(6) 2024, as well as a gradual decline in flow between (B)(6) 2023. No other notable events or alarms were captured in the log files, and the system appeared to be operating as intended at the stored patient speed. An additional controller event log file submitted on 20mar2024 contained events from 12mar2024 ¿ 20mar2024. Of note, flow appeared to gradually increase throughout the file. No notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.